Event description:
It was reported to medtronic minimed that the customer experienced trouble with the pump's battery lifetime and changed it couple of times within 2 days. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was partially performed. The customer reported receiving replace battery alert/replace battery now alarm after receiving a low battery warning. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the active current test. The pump failed the sleep current test. The pump failed the self test due to absence of vibration. Test p-cap locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found relevant battery alerts, alarms, or anomalies in the pump history files and traces. Battery cycle 2.0 received the lowbatteryalert (104) on 06/06/2025 17:36:00 after more than 7 days at 13.35 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Charge/battery lasts less than expected and unexpected battery power loss were not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Moisture damage was noted found on the battery tube, electronic assembly, motor, and force sensor. Absence of vibration was confirmed during testing due to moisture damage on the vibrating motor. High sleep current measurement was confirmed during testing due to moisture damage on the electronic assembly and battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.